Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was unable to be confirmed based on lack of returned device or provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that "minimal calcium was found in the landing zone. It was believed that calcification of the sinotubular junction was the root cause of the event." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the commander delivery system balloon ruptured upon deployment and a paravalvular valve leak was observed. The balloon was fully inflated at the time of rupture. The device was removed without issue and a new 26mm commander delivery system was prepped. The valve was post dilated twice with plus 2 cc added to the nominal volume. A mild paravalvular leak was still observed at the end of the case. The patient was in stable condition following the procedure. It was noted that there was minimal calcification at the landing zone and that the calcification at the sinotubular junction was the perceived root cause of the event.

Manufacturer narrative:
Investigation is ongoing.